Event description:
The customer reported an uncontained cleaner fluid leak of approximately fifty (50) ml from the right lower side of the coulter lh 780 hematology analyzer while running patient samples. The customer stopped using the instrument when the leak was observed and stated no results were reported outside of the laboratory from this instrument. There was no report of injuries, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a pin-sized hole in the white blood cell (wbc) bath drain tubing. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).